Event description:
The customer reported to philips healthcare that the defib test failed on the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will submitted upon completion of the investigation.